Event description:
It was reported that the asymptomatic patient presented for an device follow up. It was the right atrial lead exhibited noise that led to mode switch episodes. Programming changes were successfully made to resolve the noise. The patient was stable prior, during and post event.